Event description:
The customer reported that intermittent occlusion alarms occurred. Reportedly, customer reloaded the cartridge and resumed insulin therapy. On (B)(6) 2025, the customer went to the emergency room and was subsequently admitted into the intensive care unit (ICU) with a bg level of 642 mg/dl with ketones. Customer was treated with intravenous fluids of saline and insulin. The treatment resolved the issue, and the customer was released on (B)(6) 2025 with no permanent damage.